Manufacturer narrative:
Received with spoon broken off completely off. Fracture occured at the top of the tube where the body of the spoon connects with the molded collar.

Event description:
During the vein harvesting, the spoon on the distal end of the svsr1 snapped off. The spoon snapped off, but was retrieved. A second kit was opened and the case was completed. No consequence to the pt.